Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The product was confirmed to be used and the tip broken. Upon removing the inner catheter from the sheathing, it was observed that there was blood covering a significant length of the catheter. The funnel and sheathing appear to remain intact. The distal end of the catheter is confirmed to be broken. No further evaluation was performed and a definitive root cause was not identified. The OEM performed a device history record review and found no abnormalities for the reported lot number.

Manufacturer narrative:
The uropass® ureteral access sheath has been returned to the service center for evaluation. Upon completion of the investigation a supplemental report will be submitted.

Event description:
The service center received a report of a uropass® ureteral access sheaths breaking during a therapeutic ureteroscopy . The tip broke off and shattered in the patient, causing ureteral damage. It is unknown if the device was inspected prior to the procedure. The physician retrieved the broken fragments with a basket and continued the intended procedure with the second device when that tip shattered. It was reported there was ureteral damage but there was no perforation. The patient was under general anesthesia and it was reported anesthesia was prolonged an additional forty- one minutes due to the reported incident. The procedure was completed by placing a ureteral stent. The patient was discharged to home with the ureteral stent and a prescription medication, bactrim 160 mg, one tablet q.d. This is report for 1 device of 2.